Event description:
It was reported that the patient's implantable cardiac monitor (icm) failed to pair with their mobile device. Upon further investigation, it was suspected that the icm exhibited loss of bluetooth connectivity. No intervention was performed, but it was noted that the issue had self-resolved. There were no patient consequences.